Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the battery compartment was cracked. The device will be returned for analysis.